Event description:
Customer reported having a sensor glucose of 70mg/dl versus a blood glucose of 40mg/dl. So, she drank soda and called the ambulance on (B)(6) 2024 at about 5pm for a blood glucose of 45mg/dl. Customer did not go to the emergency room. She had a short black out time as she started drinking soda. Her blood glucose came back up by the time the ambulance was at her home. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. Updated information has been provided in section b5, h6 (hecc, heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with harm. The customer reported blood glucose value of 45 mg/dl. The customer reported hypoglycemia which was treated with glucose/carb intake and ER (emergency room) visit. The event involved product(s) mmt-1884, mmt-332a, mmt-7040a, mmt-399a. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the device. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-399a.